Manufacturer narrative:
Device analysis can confirm that a shaft break occurred at approximately 58cm distal to the strain relief. The shaft break had left the distal section of the device trapped inside the lower section of the sheath. Upon removal, the balloon was fully deflated and wrapped around the shaft. There were no issues with the proximal and distal balloon bond sites that would have caused a restriction. The 6f sheath was returned with the device and the distal section of the sheath was severely bunched up. From the condition of the returned device, it appears the physician met with a severe restriction while attempting to remove the device through the sheath. A full review into the maufacturing history record for this device confirmed that the device met its material, assembly, and product specifications. The root cause of the complaint incident could not be identified.

Event description:
Reportable based on analysis approved 02 february 2007. It was reported that during an iliac artery angioplasty treatment procedure, balloon removal difficulties were encountered. The customer reported that the iliac lesion was 90% stenotic. The balloon performed four inflations at the lesion site, but when the physician attempted to remove it through the 6f sheath, it became stuck in the sheath. The balloon was removed as a unit with the sheath without patient injuries or complications. The procedure was successfully completed with this device. Pt status is reported as "good".